Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following cataract surgery involving intraocular lens (iol) implantation in his left eye, his cornea was scratched and he developed a severe staph infection which ultimately resulted in the loss of vision in that eye.